Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, "26-year-old patient with a PICC line for administration of chemotherapy for the management of a non-seminomatous germ cell tumor (nsgct) of the testicle. The nurse observes a venous return during the line change. Treatments can only be administered with an infusion pump. Gravity infusion is not possible on the catheter (flow regulator fully open). Patient's current condition: additional handling of venous lines. Risk of infection. Delayed administration treatments. Catheter removal on (B)(6) 2024 for infectious reasons (enterobacter cloacae complex > 10*4 cfu/ml). Installation of a new left PICC line on (B)(6) 202. Actions taken in the care facility to manage the patient: the catheter was not preserved after culture. Catheter use practices are being reviewed by the hospital hygiene department."

Event description:
It was reported that, "26-year-old patient with a PICC line for administration of chemotherapy for the management of a non-seminomatous germ cell tumor (nsgct) of the testicle. The nurse observes a venous return during the line change. Treatments can only be administered with an infusion pump. Gravity infusion is not possible on the catheter (flow regulator fully open). Patient's current condition: additional handling of venous lines. Risk of infection. Delayed administration treatments. Catheter removal on (B)(6) 2024 for infectious reasons (enterobacter cloacae complex > 10*4 cfu/ml). Installation of a new left PICC line on (B)(6) 2024. Actions taken in the care facility to manage the patient: the catheter was not preserved after culture. Catheter use practices are being reviewed by the hospital hygiene department."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation